Event description:
It was reported that the patient's log files were sent to technical services for review due to a rise in the patient's lactate dehydrogenase ldh levels and plasma free hemoglobin (pfh) values. Their ldh was reported to be 1336 u/l and pfh was at 525 mg/dl.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted to report the investigation findings.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted to report the investigation findings.

Event description:
It was reported that the patient's log files were sent to technical services for review due to a rise in the patient's lactate dehydrogenase ldh levels and plasma free hemoglobin (pfh) values. Their ldh was reported to be 1336 u/l and pfh was at 525 mg/dl.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported elevated lactate dehydrogenase (ldh), as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , could not be conclusively established through this evaluation. It was reported by the account on (B)(6) 2022 that the patient had rising levels of lactate dehydrogenase (ldh) and plasma free hemoglobin. Log files were submitted for review and appeared to show the system functioning as intended. No atypical alarms were captured. Multiple attempts were made to obtain additional information from the customer regarding the event; however no additional information was received. The relevant sections of the device history record for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), and the hm3 patient handbook, are currently available. Section 1, ("introduction") lists potential adverse events that may be associated with the use of the hm3 lvas, including hemolysis. The IFU provides information regarding anticoagulation, including the recommended international normalized ratio (inr) values. Section 4, (¿system monitor¿), describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 7 of the IFU, ("alarms and troubleshooting"), and section 5 of the patient handbook, ("alarms and troubleshooting"), address all system alarm conditions as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.